Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broken during case.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2041422 of echo-hd-19-c was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 20 mar 2025. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2041422 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established, as the conditions of use could not be replicated in a laboratory setting. However, based on the available information, a possible root cause may be attributed to a significant kink in the needle approximately 3 cm below the mlla, beneath the sheath extender. This kink could have resulted from slightly tortuous anatomy, potentially causing the device to be used in a flexed or twisted position. The combination of this kink and the application of excessive force during removal likely led to both the needle break¿observed approximately 5.5 cm below the kink¿and the sheath break at the 3 cm mark, which in turn may have contributed to the needle handle advancement and retraction issues observed during laboratory evaluation. A CAPA (pr (B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: according to the customer, the needle broken during case. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude definitive root cause could not be established, as the conditions of use could not be replicated in a laboratory setting. However, based on the available information, a possible root cause may be attributed to a significant kink in the needle approximately 3 cm below the mlla, beneath the sheath extender. This kink could have resulted from slightly tortuous anatomy, potentially causing the device to be used in a flexed or twisted position. The combination of this kink and the application of excessive force during removal likely led to both the needle break¿observed approximately 5.5 cm below the kink¿and the sheath break at the 3 cm mark, which in turn may have contributed to the needle handle advancement and retraction issues observed during laboratory evaluation. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 08-may-2025. Additional information received: 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs,which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) - stomach 2. Please describe the size of the intended target site. - antrum tumour 3. Was gaining access to the target site difficult? N/a, yes, no - no 4. Was puncture of the targeted site difficult? - no 5. What is the scope manufacturer and model number that was used? - olympus 180 ut 6. Was the scope recently service/repaired? - no 7. Was the device used in a tortuous position? - slight bend 8. Are images of the device or procedure available? N/a, yes, no - yes 9. Was the device damaged in packaging before removal? N/a, yes, no - no 10. Was the device damaged on removal from packaging? N/a, yes, no - no 11. Was force required to remove the device? N/a, yes, no - no- whole needle came off (below the plastic bit). 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? - when trying to remove needle from scope. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) - no. 14. If not with the device in question, how was the procedure performed and/or finished? - scope removed with needle held on elevator 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no - no 16. If additional intervention was performed, was it during the same procedure as the device failure or was itscheduled for another day? - n/a 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? N/a, handle end, patient end - broke at the join between plastic handle and needle 18. Was gaining access to the target site difficult? - no 19. Was force required on insertion of device into scope? - no 20. Was resistance felt while inserting the device through the scope? N/a, yes, no - no more than usual 21. If the device was kinked below the sheath extender, was the kink observed before inserting the deviceinto the scope? N/a, yes, no - n/a 22. When was the issued with the product noted? On advancement of the sheath/needle or on needleretraction? - retraction 23. Was the endoscope in a flexed or twisted position at any time during the procedure? - slight flex 24. Was the stylet partially removed when advancing the needle into the target site? - no 25. Was the syringe used during the procedure, after the stylet was removed? - yes 26. Was difficulty experienced while retracting the needle? - yes- felt loose 27. Was it possible to be fully retract before removing the needle from the patient? - no- whole thing broke off 28. How many samples were obtained (passes completed) with this needle? - 2 29. Did any section of the device detach inside the patient? - partly. 30. When the needle tip was advanced into the target site was the distal scope position adjusted so as tostrain or flex the needle? - some. 31. For procore needle, is the device damage located at the notch/core trap? N/a, yes, no (if no, pleasespecify where the damage is located). - no- see above. 32. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? - possibly. 33. Was the stylet fully in place inside the needle when advancing into the targeted site? - yes. 34. Rephrased version for q32, was there was difficulty locking the sheath (or needle) in place using the locking rings that led to uncontrolled movement of the needle/ sheath during advancement/ retraction? - user mentioned he can't remember well. But normally with a difficult angle can be a little difficult but not extraordinarily for this case.